Event description:
Event: type I endoleak. Event narrative: the pt was reported to have a tortuous right and left iliacs. A stent was placed in the right limb to ensure proper flow. A competitor's cuff was placed in the superior attachment system to ahcieve a seal. Final angiogram revealed a minimal type I endoleak. The pt will be monitored by the physician.